Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the alternating current (ac) power was failed. A field service engineer (fse) identified that the device was functioning properly. Then the fse checked all the peripherals. But there was no sign of fraying or electrical shortage. After that the nursing staff could not re-create any error. Additionally, the fse replaced the network cable, after that the come sled was communicating. Then another fse checked all the cabling, all appears to be in good working order, and all the leds were functional. For a preventive maintenance the fse replaced back up battery, then installed the rear bumper kit, and network plugs. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was rebooting itself repeatedly as the ac power was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.